Event description:
It was reported that during an unspecified treatment procedure, removal difficulties were encountered. The 100% stenosed target lesion was located in the iliac artery. A 0.21" guide wire was utilized with the renegade hi-flo microcatheter. ¿after seeking stenosis site by using guidewire through the device¿, the renegade was removed and resistance was encountered with the guide catheter. The guide catheter was flushed several times. Force was applied to remove the renegade resulting in stretching of its hub. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).